Event description:
It was reported to philips that the flexvision pc failed to bootup. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that a blown fuse in the b cabinet mains had impacted the single phase power distribution unit (pdu) as a result of a power surge. The defective single-phase distribution unit returned for analysis, and it was concluded that the cause of the failure was due to the faulty fuse. Fse replaced the single-phase distribution unit. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.